Event description:
(B)(4). Same case as MFR#: 2134265-2011-05014, 2134265-2012-03133, 2134265-2012-03134. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred and following the procedure, the patient experienced a myocardial infarction. Target lesion 1 was a bifurcated lesion located in the proximal left anterior descending artery with 100% stenosis. It was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 mm x 16 mm taxus element stent and kissing balloon angioplasty was performed. Residual stenosis was 0%. Target lesion 2 was an ostial lesion located in the distal right coronary artery with 90% stenosis. It was 22 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 28 mm taxus element stent with 0% residual stenosis. Target lesion 3 was located in the mid right coronary artery with 90% stenosis. It was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 32 mm taxus element stent. A dissection was noted, distal to the 3.00x32mm taxus element stent requiring treatment with a 3.00 x 12 mm taxus element stent. Residual stenosis was 0%. The next day, the patient experienced troponin elevation and a myocardial infarction was reported. (Peak troponin= 0.21ng/ml, uln=0.05ng/ml). No action was taken to treat this event and the patient did not experience any ischemic symptoms. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).